Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he has been using a lantus for the past 4 or 5 days because his pump has been having problems. Customer stated that when he initially pressed the up and down buttons, they would work intermittently. Customer stated that sometimes the buttons would scroll for a while. Customer then took the battery out and had a battery out limit alarm. Customer tried to bolus but it kept scrolling up. Customer stated that the buttons were unresponsive. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump was received with a blank display due to a corroded battery tube. Unable to verify the unresponsive button/keypad anomaly due to the blank display. However, the pump was received with moisture damage on the keypad traces. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, and minor scratches on the lcd window.